Manufacturer narrative:
The actual thromcat device used during the case was not available to send to MFR for evaluation. However, the lot history was reviewed and cd-rom containing the angiogram from the case was provided. The lot history review revealed no non-conformances. The procedure angiogram revealed a thrombotic occlusion in the mid circumflex artery. A perforation appears with the first contrast injection following thromcat use. The perforation occurred in the area of the ramus atrioventricularis sinister (ravs) brach origin. Covered stents were placed and the blood extravasation was stopped. Flow was restored to the myocardium supplied by the circumflex artery, however, the ravs was occluded by the stent grafts.

Event description:
The patient is a male who presented to the hospital in 2007 with acute mi and poor lv function. Due to poor prognosis, the patient was not candidate for bypass surgery. Therefore, emergency pci was attempted. In cath-lab an iabp was placed and angiography revealed a thrombotic occlusion in the circumflex artery. A thromcat thrombectomy catheter was used to remove the thrombus. During pullback of the thromcat catheter, the user noticed a "different noise" coming from the control unit and a short jerking. However, the physician did not feel any resistance. Following removal of the thromcat catheter, angiography revealed a perforation of the vessel with bleeding into the myocardium. The perforation was successfully closed with the placement of 3 stent grafts and blood flow was restored to the distal vessels. However, a side branch vessel became occluded by the stent grafts. At the end of the procedure, the patient was awake and responsive. The patient was then transferred to the ICU and subsequently to the department of heart surgery. However, due to his poor left ventricular function, heart surgery was not performed. The patient died a week later.